Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2.5mm flow coupler was broken (not further specified). This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6, h11. H11: the actual flow coupler device was not available; however, the packaging components were returned (carton, instructions for use, implant record, and outer tray with lid pulled back). Visual inspection of the packaging components did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.